Manufacturer narrative:
Complaint coding was re-evaluated and determined to be more appropriately classified as restricted flow (a140508), rather than a device sensing issue (a0709) as previously recorded. Accordingly, the complaint/patient coding has been revised to more accurately reflect the reported event. H6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered representative of the reported event. Investigation of the event is ongoing.

Event description:
An impella 5.5 device was inserted surgically into the left axillary artery in a 67-year-old male patient presenting with cardiomyopathy and in scai stage c shock, prior to initiation of support. While the patient was walking in the intensive care unit (ICU), the automated impella controller (aic) console had a ¿battery level low¿ alarm after 11 minutes. The alarm self-resolved and the aic indicated the battery level was full without having to connect to power source. Additionally, the feed was split, and the image was distorted on impella connect. The console was exchanged and no further issues were noted. The post-procedure outcome is unknown. The device functioned at p-4 at 3.5 l/min with no issues. The pump pressure sensor (ps) was reading lower pressures than a-line and showing very negative lv diastolic pressures and suction when above p-4 (previously p-7 without issues). The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Correction: g3. Date received by manufacturer. Additional information: b5. Event description, additional clinical information added. H6: medical device problem code added.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low pump flow and suction. The pump was repositioned. The patient was in stable condition.